Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms. She stopped using the insulin pump and reverted to her backup plan. The customer was feeling sick at work and when she got home she noticed drops of blood coming out. Her blood glucose level was 400 mg/dl. The product was not returned. Nothing further to report.